Event description:
It was reported that seven days after a cryo ablation procedure, the patient visited the outpatient facility and a cerebral hemorrhage was observed. A procedure to treat the cerebral hemorrhage was then performed. It was noted that the patient is stable, but needs to have rehabilitation therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed eight applications were performed with the balloon catheter, 2af284 with lot number 96331 on the date of the event with no issue. The balloon catheter was not returned and there was no indication of a product malfunction. A known clinical issue (cerebral hemorrhage) was encountered post procedure. If information is provided in the future, a supplemental report will be issued.